Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any pre-op radiation or chemotherapy? Was the transection taken in one or multiple firings? What was the staple formation in the middle of the staple line? What were the anatomic issues that precluded suture closure of the staple line? Was the device difficult to close? Was the device difficult to fire? Is the colostomy permanent or temporary? What is the current patient status?

Event description:
It was reported that during a low anterior resection, when using the stapler, the staples in the middle did not form or close. Tissue was cut completely. It was reported that the procedure was converted to a colostomy.

Manufacturer narrative:
(B)(4). Batch # m52m33. The analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.